Event description:
During a laparoscopic sigmoid the surgeon had completed the anastomosis from below, when a leak occurred. The leak had to be oversewn which led to the procedure being converted to open. The procedure was converted to open and or time was extended more than one hour. Rep was not present during surgery.